Event description:
It was reported that the patient had ineffective therapy and ipg site pain after weight loss. Patient declined any additional programming. Surgical intervention may be taken at a later date to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3163, UDI: (B)(4), serial: na, batch: 3203811.